Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device to be underweight, and broken shell. A visual and microscopic analysis were performed which identified a striated opening, missing shell (0-25%) and crease fold. Based on the device analysis the final assessment is a striated opening due to surgical damage consistent in the use of a surgical tool, and missing shell due to inconclusive.

Event description:
Device was explanted.